Manufacturer narrative:
Unknown device disposition.

Event description:
The manufacturer was informed of this event through the device tracking department. Based on the information reported, a perceval pvs21 was implanted and explanted on (B)(6) 2018. It was replaced with edwards size 19 during the same day. No further information is presently available. No allegation of a device malfunction nor of a serious injury was received from the site regarding this event.

Manufacturer narrative:
The manufacturing and material records for the perceval heart valve, model #icv1208, s/n #(B)(6), as they pertain to the reported event, were retrieved and reviewed by quality engineering at corcym canada corp. The results confirmed that this valve satisfied all material, visual, and performance standards required for a (model #icv1208) perceval heart valve at the time of manufacture and release. The manufacturer attempted to follow up on this event however, no further information has been received to date. Based on the information provided the root cause can not be established. Based on the DHR there appears to be no issue with the valve, since the valve is not being returned no further investigation can be performed at this time, the case will be closed at this time. Should additional information be received at a later stage a follow up report will be provided. It should be noted that no allegation of a device malfunction and/or notification of a serious adverse event have been reported from the site.